Event description:
Per the clinic, after years of successful device use, the patient experienced swelling in the area of the transmitting coil and the patient was hospitalized for treatment of "inflammation" (type not reported.) The receiver/stimulator subsequently became exposed and the device was explanted on (B)(6), 2011. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).